Event description:
The company was informed that the patient's device has been explanted due to subsequent infection at the implant site. The patient reportedly had a seroma at the implant site and was given a biofilm diagnosis. The patient was prescribed with antibiotics (ceftriaxona, cefalexina, teicoplanina, and vancomicina) for 15 days after the initial infection in 2008, 15 days after the flap surgery approxmately three months later, and for 15 days after the explant surgery three months later. The patient continues to be monitored by the center.